Event description:
It was reported that during a thrombectomy procedure, the subject catheter fractured on the proximal end. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. H4 manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that catheter was kinked, stretched and separated. The functional evaluation could not be performed due to the anomalies found on the device. Additional information provided by the customer indicated that the device was inspected and confirmed to be in good condition during/after unpacking, continuous flush was set up and maintained throughout the procedure, and the break was noticed during advancement of the subject device into the base guide catheter. Based on visual inspection, the catheter appeared to have been kinked first and then stretched and separated due to excessive force applied at the proximal end during use. As a result, a probable cause of handling damage has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that during a thrombectomy procedure, the subject catheter fractured on the proximal end. The physician replaced it with a new catheter and continued the procedure without clinical consequences to the patient.